Event description:
The customer reported that the surgeon inserted the left ventricular vent and hooked up the vent line. The surgeon tested the vent line prior running the case. The valve did not suck back any fluid. No injury was reported.